Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The closure device was deployed in the laa of the patient. While in recovery, the patient experienced pain with their breathing and the physician ordered a sonogram. A pericardial effusion was noted. It was suspected that during the procedure, the device anchor legs perforated the side of the laa and caused an effusion, although it was not noticed until after the procedure. A pericardiocentesis was performed and 800cc of fluid was removed. The patient was hospitalized for three days.